Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy :ectopic') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, fatigue, migraine and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received events "dysmenorrhea (cramping),pelvic/abdominal, back, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), ectopic pregnancy, device ineffective, migration, fatigue, migraine, weight gain" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.